Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level of 2 mmol/l. Customer¿s current blood glucose level was 4.2 mmol/l. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food. Customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The reservoir was not returned for analysis. Unomed inf set ozo-unk-snsr.